Manufacturer narrative:
Zoll medical italy evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, stress testing and pm testing without duplicating the customer's report. An internal inspection found no discrepancies. The pads used during the event was not returned for evaluation. The device was recertified and returned to the customer. A replacement pads was sent to the customer as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device prompted an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.